Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found one suture being pulled and a second suture portion on the side which seems to be broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that packaging and storage requirements are specified, knot pull strength should be certified and each shipment must be accompanied by the manufacture's certificate of conformance. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force used on the device or contact with sharp objects. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a labral repair in a hip arthroscopy, after the insertion site was prepared with a 1.8 mm q-fix flexible drill and cleared of all debris, the transfer suture of a q-fix knotless anchor was observed to rupture after deployment of the anchor. Upon retracting the anchor inserter body from the curved guide, two limbs of the transfer suture remained in the anchor body, while the suture anchor and the repair suture remained firmly implanted in the bone. Upon further inspection after the case, the transfer suture ruptured in two pieces, which came out with the anchor inserter handle as it was removed from the patient post deployment. The surgeon was able to tie the repair suture of the defective anchor to the tail of another q-fix knotless anchor, incorporating the defective anchor into the labral repair. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.